Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned and evaluated; in addition to the reportable malfunction documented in b5, the additional nonreportable findings were as follows: due to wear of angle wire, the bending angle was in up direction did not meet the standard value, due to wear of angle wire, the play of up/down angulation control knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to damage on zoom charged coupled device, zoom did not work smoothly, the adhesive on bending section cover had a chip and a crack, the suction connector was dirty due to water leakage, the suction connector had corrosion, the forceps channel port was shaved, the objective lens, the connecting tube, the control unit and the light guide lens, all had discoloration, the protector of universal cord on suction connector, the adhesive on the bending section cover, the suction connector, the plastic distal end cover, the scope cover unit, the connecting tube, the universal cord, the light guide protector, the grip, the switch box flexibility adjustment ring, the forceps elevator lever, the forceps elevator knob, up/down angulation control knob, right/left knob had a scratch, the control unit, all had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the elite colon videoscope had a blackout image and was unable to restore. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found: the nozzle had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.